Manufacturer narrative:
This report is submitted on january 05, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use, it was found the tip of the electrode array was partially inserted and folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2017.